Manufacturer narrative:
The investigation excluded reagent issues. The field service engineer (fse) performed adjustments that resolved the cell detergent overflow. The fse confirmed that the analyzer was performing within specifications. The investigation determined the service actions resolved the issue. The investigation determined the event was related to service training.

Event description:
The initial reporter received a questionable vanc3 vancomycin result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The reporter stated that they were having calibration alarms, bad qc results, and were running the assay in duplicate. The initial result was 29 ug/ml. The repeat result was 51 ug/ml. The patient sample was also rerun on a second module. The result from the second module confirmed the repeat result.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found that the problem was at the wash station - the filling of the cuvettes with sodium hydroxide detergent (naohd) was so high that the liquid was running over the neighboring cuvettes. The investigation is ongoing.